Event description:
It was reported per maude event report #mw1035519, that during a coronary drug eluting stenting treatment procedure, an embolization occurred. The physician attempted to place a taxus express, unknown size, drug eluting stent to the posterior descending artery (pda), but while deploying the stent to the pda, the stent came off the balloon and migrated to the left main (lm) artery. The physician then attempted to retrieve the stent and it moved out of the lm and was then seen under fluoro in the right femoral artery (rfa). The pt required surgery to have the stent removed from the rfa. No additional info regarding this event is available.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.